Event description:
It was reported that during a carotid artery stenting treatment procedure, stent migration occurred. The lesion being treated was a non-calcified and 70% stenotic lesion measuring 3 cm in length which was located at the ostium of the 6 mm diameter, non-tortuous ica. This was a de novo lesion which was predilated with a 5.0mm/4cm balloon which was inflated once to 8 atms. The lesion continued to demonstrated 40% stenosis following predilatation. The physician prepared the carotid wallstent monorail 10.0x37mm stent system and successfully deployed the stent to the target lesion. When the physician completed angiography and prepared to withdraw the interventional devices, the stent was noted to have shifted into the common carotid artery. There was no resistance met when removing the stent delivery device. The initial stent remains in the common carotid artery and is fully deployed and well-apposed. In the physician's opinion, the stent migration was due to insufficient radial strength of this device. The physician successfully implanted another stent to complete the procedure. The patient was asymptomatic during this event. No patient injuries or complications were reported. Patient status is reported as "stable."